Manufacturer narrative:
510 (k) number; k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana 47402-4195. Importer site establishment registration number: 3005580113. This follow up report is being submitted based on the receipt of additional information regarding the potential root cause of this complaint. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 07 dec 2018. The needle was found to be broken distally. The complaint detailed that the needle hadn't been retrieved so information was requested to check if the needle was not retrieved and if there had been any adverse effects on the patient. To date this information is not known. It was also noted that the scope used was one different to that detailed in the IFU. Document review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1543956 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1543956. IFU review: the notes section of the instructions for use, ifu0109-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use (ifu0109-5) in relation to the type of scope used. Engineering confirmed that this could be a potential root cause for the needle breakage root cause review: the failure of needle broken was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to hard lesion or scope used in a flexed position as indicated in the additional information. Another possible cause could be attributed to incompatible scope used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted based on the receipt of additional information regarding the potential root cause of this complaint. Reference section h.10 for additional information. Initial report details: during procedure the tip broke off and could not be retrieved as of yet. As per complaint form: "during the procedure the needle tip broke off and could not be retrieved as of yet."

Manufacturer narrative:
510 (k) number; k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 07 dec 2018. The needle was found to be broken distally. The complaint detailed that the needle hadn't been retrieved so information was requested to check if the needle was now retrieved and if there had been any adverse effects on the patient. To date this information is not known. It was also noted that the scope used was one different to that detailed in the IFU. A new pr was requested to be opened for this extra failure mode. Document review prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1543956 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1543956. IFU review the notes section of the instructions for use, ifu0109-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use (ifu0109-5) in relation to the type of scope used. As a result a new pr has been requested to be opened. Root cause review the failure of needle broken was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to hard lesion or scope used in a flexed position as indicated in the additional information. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During procedure the tip broke off and could not be retrieved as of yet. "As per complaint form": during the procedure the needle tip broke off and could not be retrieved as of yet.